Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion being treated was located in an unspecified artery. An unknown size taxus ion stent delivery system (sds) was advanced to the lesion at nominal pressure. It was noted that the stent foreshortened after being implanted. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).